Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that recurrent blood clots occurred. The procedure was indicated due to the patient being involved in a car accident and sustaining a cerebral blood clot. During emergency surgery, a greenfield¿ filter was placed. In (B)(6) 2013, the patient experienced a 3-4 ft long blood clot. The clot started from the patient's leg, "submerged" the previously implanted filter, through the filter, up through the lungs and "completely" filled the patient's lungs. The patient experienced right side heart failure. The patient has experienced swelling and weight gain from (B)(6) in 2 days. The patient gets winded with walking 1/2 a block. The patient is in bed, on blood thinners and his quality of life is "disgusting."

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient also suffered pulmonary embolism as a result of the previously reported car accident. The previously reported (B)(6) 2013 event was the patient's 2nd pulmonary embolism event.